Event description:
Customer's wife reported an incident of hypoglycemia requiring treatment by layperson at a time when she attempted, was unable to use the aviva system due to error within specifications. Error messages are designed failsafes to disable the device from producting a result when certain operating conditions are not met. Strips not available for return, replacement system stent.